Manufacturer narrative:
Visual inspection upon receipt of the actual sample found that the shaft was entangled with a string-like foreign substance, dark blue in color. The tangled string-like foreign substance was unraveled. The tangle was found to have been made up of 4 pieces of strings. The 4 strings were respectively measured and found to sum up to approx. 252mm (155+38+7+52mm). The string-like foreign substance was ft-ir* analyzed qualitatively and its spectrum was found to be very similar to that of the ptfe coat layer of this product code. From this, it is most likely that the string-like substance was the ptfe coat layer sheared from the actual device. Ft-ir (fourier transform infrared spectroscopy) is an analysis technique to identify the molecular structure of a sample by interpretation of the spectrum obtained by sending infrared radiation through the sample. Since the wavelength of the absorbed infrared radiation shows a specific character by each substance, comparisons of the infrared standard absorption spectra enable the sample to be analyzed qualitatively. Magnifying inspection of the shaft revealed that the ptfe coat layer had been sheared off the wire on the sections as follows:- approx. 1480 - 1635mm from the distal end of the device- approx. 1720 - 1810mm from the distal end of the device- approx. 1815 - 1860mm from the distal end of the devicethe total length of the ptfe coat layer -sheared sections was found to be approx. 290mm. This indicates that 38mm of the ptfe coat layer sheared off the wire is missing. On some of above ptfe coat layer sheared-sections, some abrasions and the ptfe coat layer curled up in the proximal or distal direction were noted. These findings imply that the actual device has come into contact with a hard object, such as a metal device, and abraded with it. The outside diameter was measured on the undamaged portion on the ptfe coated segment and verified to meet the specifications. The ptfe coated segment of a current guide wire sample was inserted into a current inserter sample. With a curving shape given to the guide wire sample, the guidewire sample was withdrawn from the inserter sample with the uncoiled segment of the guide wire sample coming into contact with the edge of the inserter sample. As a result, the ptfe coat layer was sheared off the core wire, where the core wire was exposed.based on the investigation result, it is likely that the actual sample came into contact with a hard object, including a metal device, on its surface and abraded with it, resulting in the shearing of the ptfe coat layer. From the available information, however, it is difficult to determine the definitive cause of this complaint. The reported complaint is confirmed.

Manufacturer narrative:
Additional information: (h10, h6 method code) the device, which was sent to the manufacturing site for product evaluation, has not been fully evaluated. However, the production records were analyzed. A review of the device history record and the shipping inspection record confirmed there is not any indication of production-related anomaly or any discrepancy in the inspection result. No previous report was found for the involved product code/lot# combination. The results of the actual device investigation will follow; the investigation is still underway.

Manufacturer narrative:
The device was returned to the manufacturer and shipped to the manufacturing site for product evaluation. The investigation is currently underway.

Event description:
It was reported that the traxcess guidewire was flushed and then removed from the packaging hoop. During introduction of the guidewire into the introducer, the coating sheared. There was no patient involvement.